Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after wearing an adc freestyle libre sensor for 8 days with symptoms described as eczema. The customer reports that he was treated with diprosone (betamethasone dipropionate) cream that was prescribed by an hcp. It is unspecified if the customer had contact with the hcp during this event to obtain the prescription cream, or if the customer was previously in possession of the prescription cream, as the customer indicated that he was capable of self-treatment and the prescription was dated (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic reaction after wearing an adc freestyle libre sensor for 8 days with symptoms described as eczema. The customer reports that he was treated with diprosone (betamethasone dipropionate) cream that was prescribed by an hcp. It is unspecified if the customer had contact with the hcp during this event to obtain the prescription cream, or if the customer was previously in possession of the prescription cream, as the customer indicated that he was capable of self-treatment and the prescription was dated (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. The sensor was properly seated. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.